Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The viscoelastic indicated on the questionnaire is not approved for use in the cartridge for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts to obtain additional info by phone, fax, and mail. A completed questionnaire was received on 07/31/2013. (B)(4).

Event description:
A technician reported that one week following an intraocular lens (iol) implant procedure in the right eye the pt reported blurry vision at all times, eye strain, dizziness and difficulty driving. At the pt's two month postoperative visit the surgeon reported the lens appears to have rotated off axis. Subsequently, the surgeon reported an unexpected outcome for the left eye following an intraocular lens (iol) implant procedure. Additional info for this report related to the right eye was received from the technician who reported the toric lens was exchanged for a different lens model of the same power. The outcome of the event is unknown. In the surgeon's opinion the lens did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.